Event description:
Boston scientific received information that the patient implanted with this pacemaker was hospitalized after experiencing a loss of consciousness due to asystole of unknown duration. The device recorded two episodes of ventricular tachycardia (vt) where the electrograms showed possible loss of capture (loc) in the ventricle. The strip was sent to boston scientific technical services (ts) for evaluation. A ts consultant confirmed that there was loss of capture which would account for the patient's asystole.

Manufacturer narrative:
Device remains implanted at this time. The local field representative programmed the minute ventilation (mv) off at this time as the patient was admitted into the ICU and placed on a ventilator. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.